Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in right mid-sfa (r1). During a revascularization approximately 8 months post index 2 in.pact admiral paclitaxel-eluting pta balloon catheters to treat r1. Approximately 1 year and 4 years post index procedure and 6 months post the initial revasc. The patient had stenosis of r1 and was treated with non mdt balloons. The investigator assessed that the event is not related to the study device, procedure or drug. The outcome is resolved.

Manufacturer narrative:
The previously reported stenosis of the right sfa which occurred one year and four months post index procedure was treated with with non-medtronic pta ballooning only of the target lesion. The clinical events committee has adjudicated that the previously reported stenosis of the right sfa was related to the study device.

Manufacturer narrative:
The patient was also treated for stenosis of r1 with non mdt stent on the previously reported revascularization 1 year and 4 months post index procedure.